Event description:
It was reported that the camera head did not turn on. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. In addition, the following reportable malfunction was identified during the device evaluation: there was a 224 communication error. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not turn on. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.